Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient experienced access site bleed and there were issues with pump suction during impella cp support. Anticoagulation was paused, the patient was administered one unit of blood and a femstop was applied. Albumin was administered for the suction issues. After 6 days of support, the patient expired.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : product was not returned for review. Pump suction: data logs not available. Patient went into afib and had suction events which resolved once nsr returned. The cause of the pump suction issue was unable to be determined as limited clinical details were provided and no product was returned for review. Major bleed: bleeding at all access sites reported so anticoagulation was stopped which resolved the issue. 3 days later it is mentioned the patient is still oozing so blood was given. The cause of the major bleed was not determined as limited clinical details were provided and no product was returned for review. Device history lot : device lot #: 1958339. Device history batch : subcomponent lot#: n/a. Device history review : pump sn: (B)(6) passed all post sterile inspection checks.